Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted concerning low flow alarms. The patient was admitted (B)(6) 2024 for gastrointestinal (gi) bleeding symptoms and low flow alarms. The patient was noted to having many low flow alarms. The patient had previously had a low flow software upgrade to 2.0 lpm and hematocrit setting of 20% due to low flow history (cs-168160). The flow of the patient decreased to zero and the patient was briefly unresponsive. The pump speed was increased to 5000 from the baseline 4900. Fluids and 1 unit of blood were given to the patient. Patient was then stable and pump speeds continued at 5000. The patient was being treated appropriately for low flows. The log files were reviewed and captured low flow alarms on (B)(6) 2024. There were also several momentary low flow events recorded. Some of these were brief and did not generate an alarm. These occurred when pulsatility index (pi) was elevated. There appeared to be no device issues causing these events. These appeared to be due to a patient related issue.

Manufacturer narrative:
Corrected data: section a2: patient age corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported gi bleeding could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events on 20nov2024 from 10:06:10 to 11:54:39, per the timestamps. Multiple low flow alarms were captured throughout the log file when flow decreased below 2.0 lpm. At 10:38:12 the flow acutely decreased, reaching 0 lpm in the setting of pi events. The flow decrease persisted for a few minutes before recovering to the previous baseline. Of note, the controller had 2.0 low flow software installed. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU lists bleeding and syncope as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.